Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys cea assay (cea) on a cobas 8000 e 602 module. The initial cea result was 10.30 ng/ml. The sample was re-centrifuged and repeated on a different module with a result of 2.48 ng/ml. The sample was repeated on the e602 module in question with a result of 2.71 ng/ml. The sample was sent to another laboratory for testing and the result was 2.70 ng/ml. This result was believed to be correct and was reported outside of the laboratory. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The cea reagent lot number was 268397. The expiration date was not provided. Qc results were within range and the customer stated maintenance was up to date.

Manufacturer narrative:
Calibration signals were within the expected ranges. The customer uses a clotting time of 5-10 minutes which may be too short. During a review of the alarm trace, no relevant alarms were observed that occurred around the time of the results in question. A general reagent issue can be excluded since qc results were within specification. The investigation was unable to find a definitive root cause.